Event description:
Dr (B)(6) - CABG on pump. Rupture of a-v pump tubing boot. Effect= premature termination of cpb reason=migrating tubing in arterial head raceway action=changed out tubing guides on infusion to arterial head prior to cpb and during the pump run, no indication of arterial head boot excess in raceway. Prior to termination of bypass, boot ruptured. Cpb was emergently terminated and patient was filled with adequate blood volume and ventilator was started. Everyone was alerted and understood complication approximately 500cc blood was lost. No apparent injury to patient. We were able to duplicate event on other heart lung machine. New tubing guides were added to inflow clamp or arterial head pump to prevent future migration of tubing. Visual inspection was added to pre-by-pass checklist and scan during any apb run. MFR# 1718850-2004-00003.